Event description:
Excess weight removal. Target weight loss 6 kg, actual weight loss 6.5 kg, weight loss indicated by c3 2.9 kg. The pt complained of cramping during the treatment and rec'd mannitol, oral fluids and 600 cc saline at rinseback, the clinic reported there was no pt injury. The clinic reported clearing repeated dialysate pressure high alarms throughout the treatment. The gambro tech svs (gts) rep was unable to calibrate the dialysate pressure transducer and replaced and returned it to gambro rcp.